Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 164903: (B)(4) items manufactured and released on 25-oct-2016. Expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Additional implants involved: gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826), lot 165069: (B)(4) items manufactured and released on 27-oct-2016. Expiration date: 2021-10-16. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0511fr tibial insert fixed sphere flex size 5/11 mm r (k140826), lot 144289: (B)(4) items manufactured and released on 06-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary tka on (B)(6) 2017. The patient came in complaining of pain caused by a torn quad tendon and subsequently, the surgeon repaired the torn tendon and swapped the poly on (B)(6) 2017. Presently, the patient came in due to signs of infection (1 year and 4 months after the first revision) and the pathogen is unknown. The surgeon performed a washout and revised the tibial tray, femoral component and poly. The surgery was completed successfully.